Event description:
A customer reports that 6 months ag,o she received a high reading and took medication based on the reading on her precision xtra meter. The customer reports loosing consciousness. The paramedics were called and the customer reports being given "a shot" to stabilize her. The customer was hospitalized for 24 hours. The course of the hospitalization is unknown.

Manufacturer narrative:
The customer's meter has been returned. Product testing on the returned meter were all within range specifications for control solution testing and no errors were observed.